Manufacturer narrative:
Pt identifier: - (B)(6). Customer has indicated that the product will not be returned [as it was kept by the hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02192 and 0001822565-2017-02194.

Event description:
It was reported that the patient underwent a left shoulder revision due to pain. During the revision, both metallosis and synovitis were noted as well as wear to the poly with fracturing. All components were removed and cement spacers were implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided photographs. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. It is stated in revision op-notes that "the superior rotator cuff had been essentially torn and retracted" and "the glenoid component demonstrated complete loss of the central aspect of the poly-component with fracturing of the thinnest part of the poly. The poly was also delaminated from the trabecular metal". Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.